Manufacturer narrative:
(B)(6) (B)(4) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes .

Event description:
It was reported that on (B)(6) 2013 the patient underwent the following procedures: 1. Left l4-l5 decompressive laminectomy and foraminotomy with resection of synovial cyst, 2. Left l4-5 transverse lumbar interbody fusion utilizing autograft bone and instrumentation, bone morphogenetic protein, 3. Placement of intervertebral biomechanical device at l4-5, 4 l4-5 posterior percutaneous instrumentation to treat the pre-op diagnosis of l4-l5 spondylolisthesis, left l4-l5 synovial cyst. Op notes: needles were used to cannulate the pedicles at l4 and l5 on the left side. K-wires were placed in these pedals. Attention was then turned to the right side where needles were used under fluoroscopic guidance to cannulate the right l4-l5 pedicles. K-wires were placed in these pedicles. Attention was turned back to the left side where a k-wire was used to penetrate the underlying fascia. Sequential dilators were placed down to the left l4 hemilamina. Following the last sequential dilation, an 8cm length x 22mm diameter tubular retractor was inserted. The cage trial was quite nicely. At this point, the wound was irrigated with antibiotic irrigation and meticulous hemostasis was achieved. Autograft none followed by a sponge of bone morphogenetic protein were placed into the interspace. Following this, the cage filled with a sponge soaked in bone morphogenic protein was placed in the interspace and slightly countersunk. The nerves were inspected and thought to be completely free without any turned to placement of pedicle screws. On the left, the l4 and l5 pedicles were tapped over the k-wires and 6.5 x45 mm length screw was placed in the left l4 pedicles and 6.5 x 45mm length screw placed in the left l5 pedicle. These were connected by a 35mm length percutaneously inserted rod. Attention was then turned to the right side where the pedicles were tapped over the k-wires. A 6.5 x 45mm length screws were placed in the l4 and l5 pedicles on the right side. These were connected by a 35mm precutaneously placed rod. Spinal compression was preformed prior to final tightening on both sides. The final concert did appear quite sound. The patient tolerated the procedure well, did not have any post-procedure complications. No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2